Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on (B)(6) 2024. A physical sample was not received for investigation, but a photo provided. The photo was evaluated and confirmed the rupture of the tube near the tip of the bolus. Based on all available information, a definitive root cause could not be determined at this time. If the device is received at a later date, the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are performed according to our current quality standards and inspection procedures. We will continue to monitor customer complaints and feedback notifications for adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Correction made to section d3.

Event description:
The customer reported the ng tube was found to be broken above the metal weights. All of the metal pieces appear to remain intact and contained within the tubing, but the tubing remained connected by only approximately 4mm. The tubing became completely separated after being placed into plastic bag for assessment.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.